Manufacturer narrative:
Findings: attachment filled with debris affecting drive shaft and bearing. Housing has multiple scratches. See vendor evaluation.

Event description:
On 17-dec-2025, it was reported by a sales representative via (B)(4) that an ar-300b burr attachment gets hot during use. Noticed during a case, device swapped, and case completed with no patient effect.